Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical affairs specialist (mas) was unable to reach the patient by phone. The patient reported that the alleged power issue began 2 weeks prior to contacting lfs. On an unspecified date/time, after the reported issue started, the patient claimed he developed symptoms of frequent urination and weight loss. The patient denied making any changes to his diabetes management or receiving medical intervention as a result of the issue. At the time of troubleshooting, the cca confirmed there was no known trauma to the subject meter and that the patient had replaced the meter's battery was recommended in the owner's booklet. The issue remained unresolved. Replacement product was sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose, due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.